Event description:
Parent reported multiple unreported pod changes during travel to a country where the product is not marketed or sold in december 2025. During this period, patient experienced severe allergic reactions that progressed to anaphylaxis, accompanied by elevated blood glucose and ketones. Parent performed several pod changes beginning on (B)(6) 2025, during hospitalization and periods of pool use. The pods used during this time were discarded, and no identifiers were captured. After returning to the country of origin, patient was evaluated again at a local hospital. Parent declined submitting log files and chose not to pursue complaints regarding the december incidents. During an internal review, additional details were obtained from a call recording. The parent reported that while traveling in egypt from (B)(6) 2025, the patient experienced persistent hyperglycemia that did not respond to correction boluses. Multiple pod changes were performed (possibly up to four), although the exact number was unclear. The patient subsequently developed facial swelling and skin tearing and was taken to a local hospital in the early morning, likely on (B)(6) 2025. The patient remained hospitalized for approximately 3.5 days and received intravenous medications. According to the parent, it was discovered that the patient experienced an anaphylactic reaction related to camel exposure, which contributed to elevated blood glucose levels and ketones.

Manufacturer narrative:
B5 was updated.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the severe allergic reaction(s) resulting in anaphylaxis. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6.

Event description:
Parent reported multiple unreported pod changes during travel to a country where the product is not marketed or sold in december 2025. During this period, patient experienced severe allergic reactions that progressed to anaphylaxis, accompanied by elevated blood glucose and ketones. Parent performed several pod changes beginning on (B)(6), 2025, during hospitalization and periods of pool use. The pods used during this time were discarded, and no identifiers were captured. After returning to the country of origin, patient was evaluated again at a local hospital. Parent declined submitting log files and chose not to pursue complaints regarding the december incidents.